Event description:
It was reported that a magnetic resonance image (MRI) was being performed to rule out an inflammatory mass. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter. (B)(4).